Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Sections were left blank as the customer age and weight is unknown.

Event description:
The customer reported that he ran a control test on a contour meter and obtained a result of 157 mg/dl. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. During the call, the customer ran another control test and the result obtained was 118 mg/dl and was marked as control test. No adverse event was alleged. The customer was advised to return the control solution for evaluation. A replacement meter was sent to the customer.